Event description:
(B)(4). It was reported that post a stenting treatment procedure, in-stent restenosis and chest pain occurred. The patient presented with stable angina. During the first intervention of a planned staged procedure, the physician identified a 100% stenosed,14mm long de novo lesion located in the mid first diagonal artery with a reference vessel diameter of 2.25 mm and timi 0 flow. The lesion was treated with pre-dilatation and placement of a 2.25 x 16 mm taxus liberte stent, resulting in 0% residual stenosis and timi iii flow. The patient was discharged two days later on aspirin and prasugrel. The next month, the patient returned for the second intervention of the staged procedure. The 75% stenosed, 10mm long target lesion was located in the first obtuse marginal (om) artery with a reference vessel diameter of 10mm. The target lesion was treated with direct stent placement using a 3.50 x12mm taxus liberte stent, resulting in 0% residual stenosis. In (B)(6) 2012, the patient presented with chest pain. The physician observed 90% in-stent restenosis of the 3.5 x 12mm taxus liberte stent located in the first om. The physician treated the in-stent restenosis with placement of an unknown manufacturer's stent, resulting in 0% residual stenosis and timi iii flow. The event was resolved without residual effects and the patient was discharged the following day on aspirin and prasugrel.

Event description:
It was further reported that the patient experienced unstable angina rather than chest pain as was initially reported.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the in-stent restenosis was located in the 2.25 x 16mm taxus liberte stent in the first diagonal and not the 3.5 x 12mm taxus liberte stent in the first obtuse marginal as previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Catalog/model corrected from 38937-1235 to 38937-1622. Device lot number corrected from 13427057 to 13669879. Device expiration date corrected from 20-sep-2011 to 26-dec-2011. Device manufactured date corrected from 03-may-2010 to 10-aug-2010. (B)(4).